Event description:
It was reported that "patient reported that since (B) (6) 2008, he has been experiencing pain on his right knee when he walks and goes down the stairs".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device is still implanted in patient and therefore, it is not available for evaluation. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.